Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer investigated the ventilator on site and solved the issue by replacing the control printed circuit board (pcb). The software was also updated. The replaced control pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.